Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device and delivery system (wds) was selected for use. Imaging for the transseptal puncture (tsp) was challenging, making it difficult to achieve left atrial access. After several unsuccessful attempts to cross the septum, there was concern for the development of a pericardial effusion. Imaging suggested a possible small effusion; however, it was monitored for a period of time and remained stable without measurable change. The physician elected to proceed with the procedure. The 24mm closure device was successfully implanted in the laa, and the patient remained hemodynamically stable throughout the procedure. Post-deployment imaging showed no change in the effusion compared to prior assessments. On the following day, the physician reported that the pericardial effusion had increased in size after the procedure. A pericardiocentesis was subsequently performed to treat the effusion. There were no further complications, and the patient was discharged the next day.